Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to troubleshoot during the call due to insulin leaking from the infusion set and the caller not having extra supplies. Nothing further was reported.